Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. The issue resolved itself soon after the patient's mother called in to report the incident. At the time of contact, no injury or medical intervention was reported.